Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A coolsculpting provider reported that a patient received coolsculpting treatment to the infrascapular area, upper abdomen, and lower abdomen using a cooladvantage applicator and presented with possible with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2023 to the infrascapular area, and (B)(6) 2023 and (B)(6) 2023 to the upper abdomen and lower abdomen using a cooladvantage coolcore applicator and diagnosed with paradoxical hyperplasia (ph) to the upper abdomen and lower abdomen on (B)(6) 2024.

Manufacturer narrative:
Additional information and/or correction: b5.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on with (B)(6) 2023 to the infrascapular area and (B)(6) 2023 to the upper abdomen and lower abdomen using a cooladvantage coolcore applicator and presented with paradoxical hyperplasia (ph) to the upper abdomen and lower abdomen.